Manufacturer narrative:
After further evaluation, this event determine to be related to field action26jul2021,(rcr# 3016438761-2021-00270-00c). After further evaluation, the suspect medical device was changed from alinity c processing module, ln 03r67-01 to alinity ci-series system control module, ln# 03r70-01. MDR # 3016438761-2021-00299 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier sid: (B)(6).

Event description:
The customer reported falsely decreased total bilirubin results generated on the alinity c analyzer on two patients. Results provided: on (B)(6) 2020 sid (B)(6) = < 1.8 / 5.01 umol/l, another alinity = 6.9 umol/l; sid (B)(6) = < 1.8 / 5.01 umol/l, another alinity = 6.8 umol/l. No impact to patient management was reported.

Manufacturer narrative:
A review of the analyzer (sn# (B)(6)) service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant total bilirubin results generated using (B)(6) as likely cause after the current complaint was received. The alinity ci-series operations manual addresses sample result observed problems for erratic/discrepant results. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.